Manufacturer narrative:
The insulin pump was received with a high idle current due to driver electroluminescence panel misalignment at ground contact on lcd board. It was not possible to verify battery out limit and low battery alarms due to misalignment of driver electroluminescence panel. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
The customer reported that the insulin pump was rapidly going through batteries. The battery did not last more than one week. The customer's blood glucose was 200 mg/dl. Nothing further was reported.